Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 383 mg/dl. Caller stated that the customer had nausea, abdominal pain, excessive thirst and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms and unable to prime during prime test due to faulty force sensor. The insulin pump passed the displacement test and motor test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.